Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported that while attempting to use the autopulse platform (sn (B)(6)) on a female patient suffering a stemi, the autopulse lifeband (lot unknown) would not clip in correctly and therefore the device did not deliver compressions. The customer believed this was due to a platform issue. There was a red warning light displayed but no error code. The displayed message was showing "pull up life band, check patient alignment and press restart". Troubleshooting did not resolve the issue. The lifeband was repositioned, and the device was restarted but only performed one compression before stopping again. The lifeband was pulled up and realigned multiple times, but the error continued, and the device would not start. The customer removed the autopulse platform and performed manual compressions. Manual CPR was performed for 30 minutes. Rosc (return of spontaneous circulation) was never achieved in this case. The customer has confirmed the patient died however the patient outcome is not believed to have been as a result of device failure.

Manufacturer narrative:
The customer's complaint that a lifeband could not be correctly clipped into the autopulse platform (sn (B)(6) was not confirmed during visual inspection or functional testing. The reported complaint that the platform showed an error message and stopped compressions was confirmed during archive review but not during functional testing. According to the archive ua02 (compression tracking error) error messages and ua18 (max take-up revolutions exceeded) were displayed on the event date. Ua02 is indication that the lifeband is twisted, the lifeband is open, or the load sensors did not see the expected increase in load. Ua18 indicates the platform detected that either the patient's chest is too small while sizing the patient (take up) or there was no patient on the platform. When ua02 and ua18 are displayed, the "pull up lifeband, check patient alignment" message will also be displayed. However, during testing the platform performed as intended. A review of the archive file showed occurrences of multiple ua2 (compression tracking error) and ua18 (max take-up revolutions exceeded) messages recorded on the event date, related to the reported complaint. The device powered on and failed to execute the take-up and displayed ua02 twice. The drive shaft rotated and shortened/tightened the lifeband (compresses the chest), but the load sensors did not see the expected increase in load. Ua18 occurred twice; it was related to the platform detecting that either the patient's chest is too small while sizing the patient (take up) or there was no patient on the platform. The autopulse platform passed the functional testing without error or fault. The platform passed the load cell characterization test without issue. The lifeband was able to be clipped into the platform without issue. The reported complaints could not be reproduced, and the platform functioned as intended. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Waiting for customer approval for repair.